Event description:
A malfunction known as the altitude alarm was reported with the pump. There was no adverse impact to the customer's blood glucose level. The customer was following precautions to prevent the alarm, and technical support resolved the issue by sending a replacement pump. The customer acknowledged instructions to put the current pump into storage mode and return it via ups with a pre-paid label.